Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose (bg) level displayed as "high" (specific value not provided) with ketones of an unspecified size but was informed by hospital staff she was in diabetic ketoacidosis on (B)(6) 2026. Cause was not known. Customer was treated with intravenous fluids of saline and insulin as well as diazepan to address the elevated bg. Treatment resolved the issue. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.